Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. All returned homechoice devices receive a returned instrument testing evaluation (rite).  This evaluation includes functional and electrical testing on the device. The external and internal inspections were performed and passed. A short simulated therapy was completed successfully. The increase intra-peritoneal volume (iipv) event was observed through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:26:51. During night drain cycle seven, the patient's ultrafiltration reading was 2108ml, indicating the home patient (hp) drained 2108ml more than their maximum programmed fill volume of 2100ml. No additional information is available.